Event description:
Customer reported a no reservoir alarm while trying to refill her insulin pump. She stated that she could not see if anything was coming out from the insulin pump. Customer's blood glucose was 232 mg/dl. She also reported a fluid/moisture exposure to her insulin pump. She stated that the fluid/moisture exposure was insulin. She also reported a possible reservoir leak. The customer stated there was not any cracks in the insulin pump. Troubleshooting found the insulin pump was able to pass the self test. It was also found that the customer was not properly filling their reservoirs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).